Event description:
A customer contacted a baxter technical service representative (tsr) regarding a home pt (hp) who was having heart issues and breathing problems. The hp's wife requested a manual drain from dwell. The manual drain volume was 2777ml. The tsr assisted the hp's wife with ending therapy as she was calling an emergency medical technician (emt) as the hp's breathing was getting worse. There were no alarms. The hp has had heart problems for the past year, approximately the same time the physician put the hp on the homechoice (hc). The tsr assisted the hp's wife with ending therapy as an emt was en route. The tsr was unable to get therapy info as the hp's wife needed to call the emt to transport the hp to the ER as soon as possible. Per a follow-up contact with the hp's nurse, the nurse stated the hp did go to the ER and stayed overnight due to cardiac issues. The nurse stated nothing was related to the hc. The nurse also stated the hp was in the clinic recently and he is doing great with his therapy. In 2008, baxter received info about the hp's fill volume being 2000ml. This info was not available during the first follow-up call with the nurse. The following month, writer contacted the hp's nurse to clarify whether the hc unit will be returning for evaluation or not. The nurse stated once again that the problems the hp was having were unrelated to the hc; therefore, the hc will not be returning for evaluation at this time.